Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer reported blood glucose value of 700 mg/dl. It was also reported that the battery tube side of the insulin pump was damaged. The event involved product(s) mmt-1880. Troubleshooting was performed for physical damage. Customer mentioned that the pump functionality was affected. The customer was advised for the replacement of the pump. No further patient complications were reported. It was unknown if the customer was using auto mode at a time of event. It was unknown if the customer was using the insulin pump system within 48hrs of reported event. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced hyperglycemia, diabetic ketoacidosis and the customer was treated with hospitalization.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b2 (checked the boxes "hospitalization - initial or prolonged" and "required intervention to prevent permanent impairment/damage (devices)"), b5 (updated the summary), d10 (updated the concomitant products) and h6 (added health effect - clinical code 2364 and it's related health effect - impact code 4607) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.